Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk). Post procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that hemostasis was achieved with the mynx device, but 30 minutes post closure, the pt started complaining of leg pain. The pt's pulses were checked, and the pulses were found to be non-existent. The pt was sent back to the cath lab where they did a run-off and found that the pt's sfa was occluded form the mynx sealant. "The 3/4 of the sealant was in the pt's artery and 1/4 was filling up the puncture site". The pt was sent to the operating room where a surgical cut was performed and the sealant was removed surgically. On (B)(6) 2012, the aci sales professional reported that he wasn't told of any chemical test being performed on the material removed. They compared the pre mynx angio to the post mynx angio. The blockage wasn't told of any chemical test being performed on the material removed. They compared the pre mynx angio to the post mynx angio. The blockage wasn't present before the mynx and was after. The material they removed was determined to be the sealant by the cardiologist and the surgeon." No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.